Event description:
On 04/09: customer reports system would freeze up during procedures and fluoro would fail. All procedures have been completed. No reported injury.

Manufacturer narrative:
Field service engineer troubleshoot problem of the infimed computer intermittently locking up, and replaced the hard drive per infimed service manual. The field service engineer completed integration and verified infimed operation per maintenance section of the infimed service manual. The system was returned to full service.